Event description:
It was reported that after "several" months a patient's stimulation was "interrupted." The physician checked the impedances and they were greater than 10,000 ohms. The doctor "exchanged" the extension and the impedances from the electrodes were "corrected." The stimulation was working again. There was no injury and the patient's outcome was "going well." No further information was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4). Report source: foreign - (B)(6).

Manufacturer narrative:
Analysis of extensions model 3708360 serial #(B)(4) showed a non-conformance issue. It was found that there were broken conductors within 10 cm of the connector area. Specifically, conductors 0, 1, 2, 3, 4, 5, 6, and 7 were broken in the body of the lead (straight wire) 9.5 cm from the proximal end of the extension. It was also reported that open circuits were seen. The outer insulation was intact.